Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer has a blood glucose level was 164 mg/dl. The customer states that they do not know if the leak is past the first or second o-rings. The customer was sent a replacement insulin pump. The customer did not return the product back for analysis.